Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The end user reported that after pouring a carton of resource into the bag, the liquid started leaking from the tube at the top. She cannot say exactly where the leak came from. She then emptied, washed, and saved the bag. There was no patient injury.